Event description:
It was reported that a user experienced difficulty attaching the connector during a supply change despite the insulin cartridge being flush and the attachment technique confirmed, and the user subsequently replaced all supplies and successfully resumed insulin delivery. Symptoms included no adverse clinical effects. Outcomes included no interruption to ongoing therapy after supplies were replaced and no medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed the issue could not be reproduced after using new supplies and no damage was observed. It was concluded that the event was non-serious, related to difficulty connecting the disposable component, and resolved with replacement of supplies without further action required.